Manufacturer narrative:
8/25/1998: h6 - primary finding of device analysis revealed normal device function, no anomaly found. Device was placed in extended infusion testing for 121 day cycle with normal device function noted. Reported event could not be duplicated.

Event description:
Pt with long history of respiratory problems and intractable spine pain experienced pain within a day or two of refill of her infusion pump. The physician decided to increase her daily dosage by 1/4 mg/day (pt was on daily dose of 2.0-2.5 mg morphine/day). Shortly after the dose increase, the pt became sedated which progressed to respiratory failure requiring intubation, as well as pinpoint pupils. The pt partially responded to narcan, and due to her pulmonary history, was worked up for possible pneumonia, sepsis and possible stroke. All tests were negative. The infusion pump had been stopped at the onset of symptoms, and the expected amount of medication was aspirated from the pump. The pt's entire infusion system was explanted and replaced. After allowing the pt to stabilize for a few weeks, the therapy was started again with satisfactory therapeutic results for the pt, and no residual effects from the event. The physician feels that the pt's event was primarily due to her underlying pulmonary condition, which made her particularly susceptible to a modest increase in her daily dose of morphine. The physician feels that the device was in no way involved in the event.